Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy a leak was noted. The physician restarted the iab pump (iabp) to try to reinitiate therapy, but the leak was still present. There was an unspecified alarm that sounded. A new iab was inserted and therapy continued successfully. The indication for use was acute myocardial infarction (ami). There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was detected inside the iab catheter. One kink was found 76.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the reported leak. However, the evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record ID (B)(4).

Event description:
It was reported that upon initiation of intra-aortic balloon (iab) therapy a leak was noted. The physician restarted the iab pump (iabp) to try to reinitiate therapy, but the leak was still present. There was an unspecified alarm that sounded. A new iab was inserted and therapy continued successfully. The indication for use was acute myocardial infarction (ami). There was no reported injury to the patient.